Manufacturer narrative:
An internal biomérieux investigation was performed due to misidentification results noted in a 2016 case report during literature review. In the article "brucella suis bacteremia misidentified as ochrobactrum anthropic by the vitek® 2 system" by a. Vila et al (the journal of infection in developing countries 2016: 10(4):432-436), it was published that the vitek 2 gn card misidentified an isolate of b. Suis as o. Anthropi. The strain was identified as b. Suis biovar 1 by pcr. Strain, lab report, raw data, lot # and software version not available. The article did not contain any information concerning set up. However, it did point out that o. Anthropi and brucella are closely related based on dna, rrna and protein analysis, which may account for the mis-identification. Since b. Suis is considered a bsl 3 species, strains cannot be sent to biomérieux for enhancement of the knowledge base. However, in 9.02 software version, a note will be reported "possibility of brucella species" with any identification of o. Anthropi. Note: a vitek 2 identification of b. Melitensis group includes a note on the lab report: "important! Presumptive identification" the most recent qs quarterly trend review did not reveal this issue to be a trend.

Event description:
During literature review performed by biomérieux on 30-apr-2018, misidentification results were noted in a 2016 case report in the journal of infection in developing countries. The results were summarized in the article, "brucella suis bacteremia misidentified as ochrobactrum anthropi by the vitek 2 system," authored by andrea vila, hugo pagella, gonzalo vera bello, alicia vicente. The article summarizes that the following occurred in 2013: a (B)(6) -year-old male with a prosthetic mitral valve and fever was admitted with bacteremia due to a gram-negative coccobacillus identified as o. Anthropi by vitek 2. After five days of pathogen-directed treatment, the patient's fever persisted along with positive blood cultures. Due to this adverse outcome, the patient was interrogated again and admitted having domestic swine. After learning that the patient had swine at home, the patient was tested for the presence of brucella antibody and was positive. Further serological tests were positive for acute brucellosis. Antibiotic treatment was changed accordingly, and the patient responded favorably. The patient outcome was successful, and he did not require surgery. The serological tests and results were: fixation test : =/> 1:80 (positive =/> 1:4). Standard tube agglutination test (stat) : 3200 ui/ml (positive =/> 80 ui/ml). Plate agglutination test : >800 ui. Positive enzyme-linked immunosorbent assay (elisa) igg and igm. Competitive enzyme immunoassay (celisa) : 68% inhibition (positive > 28% inhibition). Final confirmation was performed by sending bc (blood culture) bottles to the national reference laboratory (B)(4) where isolates were identified as b. Suis biovar1 by polymerase chain reaction restriction fragment length polymorphism (pcr-rflp). A biomérieux internal investigation will be initiated.